Event description:
The customer stated she had high blood glucose. The blood glucose reading at the time of the event was 554 mg/dl. Troubleshooting was performed and it was found that the insulin pump was programmed correctly. The insulin pump also passed fixed prime and high placement tests. The customer stated that she refrigerates her insulin. The customer was advised to keep insulin at room temperature. The current blood glucose reading is 304 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.